Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 27mar2019, pentax medical (B)(4) became aware of a reportable event after receiving a contaminated video bronchoscope, model eb-1170k and serial number (B)(4), for evaluation. On 29mar2019, pentax medical received a copy of an (B)(6) report # (B)(4) which was submitted by the user facility to the (B)(6). The reported complaint stated, "that after the discovery of 3 samples of broncho-pulmonary (lba) positive to p. Aeruginosa on 3 children hospitalized in pneumo-peds dept, [microbiological testing was] performed on the videobronchoscope used during the examinations." The video bronchoscope was sampled on (B)(6) 2019 and found to be contaminated with 200 cfu (colony forming units) pseudomonas aeruginosa (p. Aeruginosa) and escherichia coli (e. Coli). The facility also stated that the last annual microbiological check was on 08/06/2018 and was satisfactory. This video bronchoscope has been used on 38 children since that date. Additional information from (B)(6) report # (B)(4) submitted by the user facility dated 29mar2019: precautionary measures and actions taken by the user facility: the endoscope was quarantined by the user biomedical engineering service before maintenance. The facility reviewed the maintenance and disinfection procedures and they did not reveal any anomalies, including two similar type devices at the facility. The facility is also performing a review for other cases of contamination and associated clinical consequences by their hospital hygiene service. The video bronchoscope was evaluated on 29mar2019 and in addition to noting the video bronchoscope was contaminated the pentax medical service technician documented in their test report that the insertion tube was pleated and crushed. The user facility has provided responses to the endoscope reprocessing questionnaire and a copy of their reprocessing procedure. The investigation is currently in-process.